Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that he believed the insulin pump was not functioning properly due to high blood glucose level of 298 mg/dl. Customer states they treated with bolus but blood glucose levels do not go down and with manual insulin injections. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified no air bubbles in infusion set tubing. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Advised customer to change entire set and device is working as designed. Nothing further reported.